Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10929r67, implanted: (B)(6) 2001, explanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and complex regional pain syndrome (rsd, causalgia). On 2016-09, it was reported that on (B)(6) 2003, the patient underwent a catheter replacement. No patient symptoms were reported. The original source document contained information that was unrelated to this event and was omitted. See (B)(4)- (B)(6) 2004 catheter revision and (B)(4) - granuloma;sx

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.